Event description:
Caller ran a correlation study and alleged discrepant results compared with the lab and another point-of-care device (poc). Results as follows: date: (B)(6) 2012; inratio2: 2.4; lab: 1.8; poc: 2.6.

Manufacturer narrative:
Investigation pending.